Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and noon-calcified radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon burst. The device was completely removed from the patient, slowly and carefully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and noon-calcified radial artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon burst. The device was completely removed from the patient, slowly and carefully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified inner shaft damage. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.